Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that transmitter was broken. Customer's blood glucose was 400 mg/dl due to customer eating peanut butter. Customer was not available for troubleshooting. Caller was transferred.